Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) stored an episode of ventricular tachycardia (vt) below the vt-1 zone with delay to therapy. It was also noted that delivered anti-tachycardia pacing (atp) caused acceleration of the vt. The crt-d system remains in service. No additional adverse patient effects were reported.